Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after on a patient, the cardiosave intra-aortic balloon pump (iabp) has an optical sensor module failure. There was no effect on patient.

Manufacturer narrative:
Corrected d4 (UDI). A getinge field service engineer (fse) evaluated the unit and found no reproducibility. As a temporary communication error in the optical sensor module was suspected, the connector of the optical sensor module was cleaned and reconnected. After each operation, fse checked the operation based on the regular inspection record sheet and confirmed that it was currently working properly.